Event description:
Four patients with discrepant sodium results. Sample 1 initial result 129 mmol/l, repeat 139 mmol/l. In 2008: sample 2 initial result 124 mmol/l, repeat 134 mmol/. Sample 3 initial result 125 mmol/l, repeat 132 mmol/l. Sample 4 initial result 124 mmol/l, repeat 135 mmol/l. Erroneous results were not reported. Field service representative determined there was a problem with the air mix and dry and performed adjustment. Performance tests were performed.